Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a false positive test occurred on (B)(6) 2022 while using cue covid-19 test for home and over the counter (otc) use cartridge lot 20624b, cartridge sn (B)(4), and cue reader sn (B)(4). The same day, the customer tested negative using cue covid-19 test for home and over the counter (otc) use and covid-19 dragonfly pcr test. The customer did not present with symptoms, has no known exposure, and is vaccinated with a booster. The customer reported her husband also tested negative using the cue covid-19 test for home and over the counter (otc) use; result not questioned.